Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the customer was able to continue using it after the reset. The customer was advised to contact support again if the malfunction recurred, and they acknowledged this instruction.